Event description:
During procedure, unable to load the needle with the endostitch device; attempted three times. No harm to patient, no excessive blood loss and no delay to case. Manufacturer response for automatic endo suturing device, (brand not provided) (per site reporter): through the sales rep.